Event description:
Related manufacturing ref: 3005334138-2024-00498. During an atrial fibrillation procedure, it was noted that air aspirated from 2 different sheaths due to loose valves. The sheaths were replaced, and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak and loose valve remains unknown.